Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had lost a lot of weight so the doctor revised her ins (B)(6) 2016. It was indicated at the patient recovered completely.

Event description:
Additional information was received from the patient regarding the revision on (B)(6) 2016 due to weight loss. The patient reported that there was no device concern as this weight loss was on her part. The patient noted that it was a positive move as she needed to lose the weight. The patient stated that the circumstances that led to the weight loss included that she had been attending and seeing a physician at a healthcare facility. The patient stated that she first started experiencing the weight loss in (B)(6) 2015. The patient noted that it was on her part and had nothing to do with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.